Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure that the port clutch on universal surgical manipulator (usm) 3 stopped working. The intuitive tech support engineer (tse) walked the customer through x2 hard power cycles of the system. The tse also had the customer exercise the port clutch button extensively. The port clutch worked for a brief period and then stopped working again. The customer stated they would discuss with the surgeon to see if they how they would move forward. There were no errors in the system logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographics provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The usm 1 was analyzed and the 27545 error was found indicating port clutch button confirming the fault occurred in the field. Upon visual inspection, the acsc printed circuit assembly (pca) was found fluid intrusion that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the acsc (axes controller spar connector) pca was inspected, and no faults could be identified. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the acsc of the usm.

Event description:
Refer to h11 for follow-up information.